Event description:
As homograft was being lowered into position, several sutures pulled through homograft and the homograft was therefore removed. Inspection of the homograft by surgeon showed that the muscle was compromised in such a way as to be unable to hold sutures. Homograft was discarded and a 25mm valve was thawed and successfully implanted.